Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the facility that in unspecified timing endoscopic image with pink stripes appeared on the monitor. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, no endoscopic image was displayed when olympus 180, 165, 160, 145 series endoscopes were connected to this device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The olympus repair center found the circuit board management system of the processor was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred due to a failure of the operational amplifier. There has since been a design change to the operational amplifier circuit board.